Event description:
The customer reported that he bolused 8.1 units for dinner and all the insulin went into the reservoir compartment. The customer experienced high blood glucose for the past four days. The customer stated that the location of the leak was at the white cap on the top of the reservoir. No further information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.